Event description:
Dr. Was performing a hemi-arthroplasty for hip fracture. During lavage of femoral canal the tip of brush allegedly broke off in femoral canal. It could not be retrieved from pt's canal.